Manufacturer narrative:
The customer reported complaint the autopulse platform powered off without displaying any error message was confirmed during archive review and not during initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Visual inspection was performed and found no physical damage to the autopulse platform. The autopulse platform passed the initial functional test without any fault or error. Review of the archive data indicated user advisory (ua) 17 (max motor on time exceeded during active operation) error message recorded on august 4, 2019, thus confirming the customer complaint. Based on the archive review, the li-ion battery sn 49145 was charged to 1478 mah, equivalent to about four green led's (four bars on ap display). The autopulse platform powered on and had 11 sessions for a total of 1527 compressions with a duration of twenty-five minutes and then stopped due to user advisory (ua) 17 error, followed by the platform shut off. The user advisory (ua) 17 error is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest. During a user advisory (ua) 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. Further review of the archive showed that on (B)(6) 2019, the same li-ion battery sn (B)(4) was fully charged and used again. The autopulse platform performed 3945 compressions for a duration of forty-nine minutes and nineteen seconds without any errors. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient with good known test batteries until discharged and passed all functional testing criteria and met all required specifications. The test was performed two times with two different batteries. Note: the battery s/n (B)(4) was not returned. Requested the customer to return the battery for evaluation.

Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During the patient call, the autopulse platform performed the compressions with the fully charged battery, however, the battery capacity was depleted in 15 minutes. The platform powered off without displaying any error message. Per a reporter, the battery was charged 12 hours prior to the placement into the autopulse platform. Another battery was placed into the platform and performed the compressions without any issue. No known impact or consequence to patient information was provided. After the call, the autopulse platform and the same battery were tested with the manikin, the reported issue could not be reproduced by the user. The autopulse platform performed compressions for 45-50 minutes without any problem. See MFR 3010617000-2019-00821 for autopulse battery.